Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was determined to be no communication - gap in logs. The reported event of a loss of connection is reportable based on the finding of a loss of connection longer than one hour. No injury or medical intervention was reported.